Event description:
It was reported that bd perisafe¿ epidural anaesthesia kits had the needle break. The following information was provided by the initial reporter: "the epidural needle is broken while withdrawing from patient."

Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 0232885. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, photographs of the affected device were submitted to aid in our investigation. Our engineers were able to identify damage to the catheter tubing had resulted in a shortened length. The issue has been confirmed. Unfortunately without the ability to review the broken edge of the catheter our engineers were not able to determine the root cause for this event. H3 other text : see h10.

Event description:
It was reported that bd perisafe¿ epidural anaesthesia kits had the needle break. The following information was provided by the initial reporter: "the epidural needle is broken while withdrawing from patient".